Event description:
It was reported from colombia that during service and evaluation, it was determined that the power module device displayed led warning light indicator error ¿ service, fluid ingress, would not charge, did not function, had component damage, and had unintended activation/motion. It was further determined that the device failed pretest for general condition and lever function, check charging sockets, information button and self- test, charging and checking of power module in charger, check for unintended motion with handpiece, check in ¿off/lock¿ mode with handpiece, function test, saw test, and check liquid indicator. It was noted in the service order that the battery device reports error when trying to charge. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in december 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The power module device was evaluated and the reported condition of a displayed unspecified error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had unintended activation/motion. The assignable root cause was determined to be traced to the user, which is user error. (B)(4)